Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth with no sign of readjustment. No major cracks were found. Mouthguard's layers were intact and not separated. The mouthguard did not have discoloration. The mouthguard was returned in a very clean condition along with a case, in good condition with label. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
The patient's weight was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after wearing a comfort hard-soft bite splint overnight. The patient's lips were swelling on the area where they made contact with the mouthguard. Upon experiencing the reaction, the patient stopped wearing the mouthguard. The patient took over-counter benadryl to treat the symptom. The symptom was cleared shortly after. The patient was reported to be doing well. The patient has no known pre-existing condition or allergy. The doctor did not make any adjustment to the mouthguard. The patient was recommended to wash the mouthguard with mild soft soap and water before and after use.